Manufacturer narrative:
(B)(6). Additional device product code: mqn. (B)(4). Device broke intra-operatively and was not fully implanted or explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a finger fracture repair procedure on (B)(6) 2017, the surgeon was implanting the 1.3 mm titanium (ti) cortex screw self-tapping 12 mm and while applying final torque for tightening the head popped off leaving the shaft of the screw in the bone. The screw head was easily removed. The surgeon was not able to remove the shaft and therefore was not able to put another screw in for desired fixation. It is unknown if there was a surgical delay. The procedure was completed successfully and patient outcome is good. Concomitant devices reported: unknown instrument (quantity # 1). This report is for one (1) 1.3 mm ti cortex screw. This is report 1 of 1 for complaint (B)(4).